Event description:
It was reported by service report that the bed would not go down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan was engaging the fail-safe cherry switches.